Event description:
Boston scientific received information that this pacemaker's remaining longevity decreased by 2.5 years within a few months. The patient was pacing dependent and extremely anxious, and the health care professional (hcp) was trying to understand the drop in longevity. Boston scientific technical services (ts) stated that the increased output can contribute to a decreased longevity but would not account for the whole 2 years difference. Ts also explained the possibility that the device could have been operating at the edge of a bin change and changed bins due to the change in outputs. Furthermore, ts recommended to perform a save to disk memory dump for engineering analysis, once the patient was back at the clinic. However, the hcp opted to see the patient in 1 month, and will do the memory dump if there are still questions. Additional information was received that the printed hex dump was very difficult to read. However, it appeared that the device has no resets and no memory errors. It looks like the device was in auto capture retry and this may be the cause of the longevity changes they have seen. It was recommended to turn auto capture off. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.